Event description:
It was reported via repair work order that the footend lift partially lowered, then the call for service indicator came on and the bed would go into a partial trend position due to a malfunctioned wire harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.